Event description:
During a revision procedure, the surgeon removed a pedicle screw and attempted to insert a larger screw without tapping the pedicle accordingly. The first two drivers snapped and/or stripped during use. The surgeon then attempted to remove the screw with a different driver and that driver broke during use. The surgeon then used a small cut piece of rod to manually remove the screw and ultimately skipped fixation at this level. Lastly, the counter torque device stripped during final tightening; the shaft was replaced and the surgeon was able to tighten all caps successfully. The surgeon reported a 20-30 minute delay in the procedure due to the reported malfunctions. Three of the four instrument malfunctions were attributed to the surgeon's failure to tap the pedicle to accommodate the larger screw. The investigation into the reported event is ongoing and any results will be reported in a follow-up report.